Manufacturer narrative:
Weight, ethnicity, race- unk. Date of evet- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+2.0/067 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. This lens was implanted as a replacement lens and the problem was not resolved. See MFR rep# 2023826-2021-03958 for initial lens.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, in liquid with residue/debris on the lens. Visual inspection found the lens haptic broken with fiber on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was later reported that the patient experienced lens rotation. On (B)(6) 2023 the lens was explanted. Then on (B)(6) 2023 a same length but spherical lens was implanted and this resolved the problem. Claim#: (B)(4).